Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported that on (B)(6) 2016, speed drops lower than the low speed limit were noted in the patient's system controller log file. The speed drops occurred while the patient was connected to the power module. The patient was given two ungrounded patient cables. The patient was discharged to home with the ungrounded patient cables and is doing well. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support using the ungrounded patient cables. No equipment was returned for evaluation. The report of driveline disconnects, low speed and pump stop events was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. The three log files contained data which captured low-speed hazards, driveline disconnects and pump stop events while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in all three submitted log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events cannot be determined without an evaluation of the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2016, it was reported that the patient had a single driveline disconnect alarm while the vad system was connected to a power module. The patient was connected to the system controller at the time of the event. The patient was reportedly asymptomatic. The customer reported that the patient was advised to use the provided ungrounded patient cables while on power module support. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stop, low speed advisories and driveline disconnects that appear to have occurred only while the lvad system was connected to the power module. This type of behavior has been linked to potential issues with the driveline.